Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had multiple no delivery alarms for the last 3 days. The customer's blood glucose level was unknown. The customer stated the alarm did not occur during the manual prime. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The customer did not have the product in question to return. The customer also reported that they had a stuck button. When they tried to clear the alarms, the up arrow button was sticking. It was stuck and it kept flipping back and forth between the options on the insulin pump. They were advised to observe the time clock for one minute to verify if time advances. The customer verified that time advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump was received with act and up buttons unresponsive due to lcd keypad connector unlocked. Unable to verify excessive no delivery alarm or perform the self test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corner, minor scratched and cracked display window.